Manufacturer narrative:
Concomitant medical products: product ID 377775, lot# v003642, implanted: (B)(6) 2006, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 3888-56, lot# v010760, implanted: (B)(6) 2006, product type: lead; product ID 3888-56, lot# v009997, implanted: (B)(6) 2006, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported that when the patient moved into certain positions such as crossing of the legs, looking up at the sky or ¿back at¿ she would get a sudden surge of stimulation (overstimulation sensation) and the patient would feel her pain return and then it would turn off. When the patient interrogated the device the scs system was off and it would show as discharged/depleted. This issue had been happening frequently with positional changing and had been an issue since the implantable neurostimulator (ins) was replaced. The patient went from a larger to smaller ins. There was a sudden loss of stimulation and therapeutic effect. The patient also complained of sharp pain/discomfort at the ins site with stimulation on or off. The adaptive stimulation was deactivated and the patient was advised to user her therapy manually as with her prior system. There were four programs running. However, the patient was advised to work with each program independently to see if all four needed to be running. The patient¿s ins was at 3.7 when the caller visited with the patient. The patient mentioned she had two programs with her prior device. There was an impedance check which was in a normal range. The event occurred during normal use. There were no infection concerns and no falls related to issues. The cause of event was not determined. It was not known if it was device related. There was no reprogramming needed. The patient¿s status at the time of this report was alive with no injury. The patient was stable and receiving effective therapy.